Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed la leak at the filter and effluent port connection. The specific defect that allowed the leakage was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "lower filter connector" of a prismaflex st100 set was observed to be cracked and leaked during priming. There was no patient involvement associated with the reported event. No additional information was provided.